Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via a phone call that the customer had a high blood glucose value of 460 mg/dl and the customer's insulin pump had button error alarm. The troubleshoot was performed for button error. It was reported that during troubleshoot none of the buttons responded and the customer's insulin pump was giving constant tone. The customer was advised to discontinue use of the pump and revert to a back-up plan. The customer agreed to return the pump for analysis. The replacement pump will be sent to the customer.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm and audio/beep anomaly during testing. Insulin pump passed displacement test and self test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.